Event description:
Burned [thermal burn]. Blister from every circle on the heatwrap [blister]. Used a back and hip heatwrap on her leg [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she was burned once when she used the heatwrap on her leg and experienced a blister from every circle on the heatwrap. This is why she always puts a very thin washcloth in between the heatwrap and her skin. Action taken with the product was unknown. At the time of the report, clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events thermal burn and blister as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.